Manufacturer narrative:
Philips service re-secured the cable pipe and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the cable pipe fell off the l-arm on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.